Event description:
It was reported that a small volume infusor underinfused during patient infusion. The event was further described as "delivery delayed". The device was filled with 56ml fluorouracil 2800mg and 49ml saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 24, 2024 ¿ january 26, 2024. The actual device containing 62 ml of fluid in the bladder was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.